Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also stated that the patient was having difficulty charging the ipg. The patient underwent a procedure wherein the ipg was replaced with an MRI compatible device. The explanted device was retained by the medical facility and will not be returned.